Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation, the root cause of the event was unable to be identified. The foreign material was unable to be identified. There were no deformations to the nozzle and there were no obvious deviations in reprocessing. Olympus will continue to monitor field performance for this device.

Manufacturer narrative:
The cleaning, disinfection, and sterilization (cds) of the device was performed by the customer. The product was able to be cleaned, disinfected, and sterilized before requesting repair. It was unknown when a foreign object adhered to the endoscope. It was unknown if the endoscope was used in a case with a foreign object attached to it. The customer was not aware of any foreign objects. There was no delay to the start of pre-cleaning post procedure. Water was supplied to the air/water nozzle. There were problems with the accessories used for reprocessing. The scope was submerged the endoscope in cleaning solution. The air/water nozzle was not wiped/brushed with a gauze, brush, or sponge. Liquid was not sent to the air/water nozzle. The device was returned to an olympus service center for evaluation and the reported issue was confirmed. The amount of air and water supplied was insufficient due to clogging of the air/water nozzle. The bending section cover adhesive was cloudy and missing. The drain function was degraded due to clogging of the air/water nozzle. Cracking of the illumination lens due to an external factor (bumping the tip) was observed. The adhesive on the objective lens had come off due to handling. Wrinkles in the insertion tube due to external factors were observed. The tip cover was crushed due to an external factor. The lighting lens adhesion was cloudy. Switch four (4) was worn out. Wrinkles were observed in the universal cord due to external factors. Peeling of paint was recognized on the suction cylinder. The scope connector label was peeling off. Scratches were found in multiple locations of the device. The investigation is ongoing. A supplemental report will be submitted upon completion of the investigation.

Event description:
The distributor on behalf of the customer, air could not be sent on the evis lucera gastrointestinal videoscope. No patient injury or procedure impact reported. During the evaluation of the device, it was noted a foreign object was in the air/water nozzle. This report is to capture the reportable malfunction of a foreign object in the air/water nozzle noted at estimation.